Event description:
As reported to coloplast, though not verified, the patient with this device experienced device erosion into both her bladder and urethra, which necessitated multiple surgical interventions. A pseudotumor around her urethra which developed following the surgery to remove the device, inflammation from the pseudotumor, worsened stress urinary incontinence, and permanent urethral damage. An additional surgery was performed to implant a native tissue sling under the pseudotumor and did not remove the pseudotumor for fear of it continuing to spread. Bulking agents were implanted for treatment of the worsening incontinence. An examination under cystoscopy was performed because of pain and other complications that were interfering with her daily life. The procedure revealed that the device eroded into her bladder neck and through the urethra. Patient underwent further surgery to remove parts of the device. She suffered from painful sexual intercourse and decrease in sexual activity.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.